Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of foreign material within the infusion set package was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 22ga x 0.5¿ huber plus safety infusion set. The sample was received in its original sealed packaging. A triangular piece of what appeared to be paper was visible within the sealed packaging. Foreign paper-like material was observed within the device packaging. The sealed state of the packaging indicated that the material was included during device packaging at the manufacturing facility. The manufacturing facility was notified of this event. A lot history review (lhr) of recv2041 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a contamination of foreign material was found before opening the package. There was no reported patient involvement.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv2041 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a contamination of foreign material was found before opening the package. There was no reported patient involvement.